Event description:
It was observed that during the device evaluation, the rigid video scope exhibited distal fiber breakage, dirt in objective unit, loose lg adapter, cracked on vc sides and image was out of field. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found distal fiber breakage, dirt in objective unit, loose lg adapter, cracked on vc sides and image was out of field. Based on the results of the investigation, the definitive root cause of the issue is an expected or random component failure without any design or manufacturing issue. A device history record review found no deviations that could have caused or contributed to the issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.